Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from a texium bonded syringe during an infusion of daunorubicin, dosage not provided. The leak was noted to be coming from the bond between the texium and the syringe; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the bond between the texium and the syringe was not confirmed. However, a leak was observed at the connection of the texium to the mating component (smartsite valve). The syringe was visually inspected and no damage or anomalies were observed. Functional testing was performed and leaking was noted at the texium to smartsite connection. The root cause of the leak was not identified.